Event description:
It was reported that an alert was triggered for high svc coil impedance. The alert was noted to have triggered prior to the alert being turned off at implant. The observation of high impedance continues to appear despite the alert being turned off and the svc port plugged. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935-58 lead implanted: (B)(6) 2012. (B)(4).